Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: two low battery warnings and one replace battery alarm observed in black box. Evidence of a partially discharged battery being installed observed in black box on (B)(6) 2013. Battery compartment crack observed below grip pad. No evidence of moisture contamination found inside battery compartment or on battery cap. Battery cap is able to fully tighten. A power loss was not observed. Current draws within specifications. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.